Event description:
Patient reported they have a chipped tooth and significant teeth damage due to the aligners not fitting properly.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.